Event description:
(B)(6) reported a complaint to (B)(6) regarding a failed construct for (B)(6). No details patient 6 months post op rods broke. So we revised patient. Once opened to revise the 7x50. Screw heads came disengaged from the shank of screw and sfx had broken in half. Then while inserting 9x80 screws into pelvis (an 7.5 x80 was removed first) the driver broke in screw heads. The patient said he did not fall but rods broke, sfx broke, screws broke

Manufacturer narrative:
Device was not returned for evaluation. A review of the device history record could not be conducted as the lot number is unknown. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the returned of the device we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.